Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user turned off the ilet due to repeated low-glucose beeping and sought guidance to power it back on, and was advised to place the device on the charger to restart and that the system would not deliver insulin at very low glucose levels. Symptoms included hypoglycemia with a reported glucose of 55 mg/dl. Outcomes included recovery actions with oral carbohydrates and education on immediate treatment with fast-acting carbohydrates followed by complex carbohydrates to maintain glucose above 70 mg/dl, with reconnection to the system after treating the low. Investigation included user coaching and troubleshooting on device operation and hypoglycemia management. Investigation of this case revealed no device malfunction reported and that the device behavior was consistent with design during hypoglycemia alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.